Manufacturer narrative:
Review of device mfg record history confirmed device met pre-release specifications. Attempts to acquire info required for this form were made by gore.

Event description:
On (B)(6) 2012, a gore hybrid vascular graft was used in an a-v access application. Prior to implant, a central venous stenosis was dilated with a 12mm balloon. The hybrid vascular graft was then implanted in the patient¿s right axillary vein (vessel diameter measured to be 10mm). The nitinol reinforced section was post dilated using a 9mm balloon. On (B)(6) 2012, the patient presented with a thrombosed graft was abandoned and a fistula was formed in the patient¿s left arm.